Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. From the appearance of the front panel and rear panel, it is presumed that the product was damaged due to external force applied during transportation due to defective packaging when returned from the user. It is presumed that this effect caused a failure of parts inside the housing. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc but was returned to (B)(4) for evaluation. (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device which was olympus asset for loaner at the service department of olympus (B)(4), it was found that the image of the subject device was not displayed due to the failure of the electrical circuit board and the power supply unit. (B)(4) stated that the subject device had been used by the customer, and these damages had been generated during the shipment back to olympus (B)(6) due to not well packed. There was no report of patient injury associated with the event.